Event description:
A falsely elevated troponin result for a pt sample on the vitros eci system. Falsely elevated results may lead to inappropriate physician action. Biased results were reported, but a correct result was reported to the physician. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the customer is not using a duplicate testing algorithm as recommended by customer notification ce02-032. This practice allowed false positive results to be reported to the physician. Precision testing was unacceptable, suggesting analyzer performance issues. Datalogger analysis identified several recurring instrument condition codes, indicating a need for field service. A field engineer went to the site and performed numerous repairs and adjustments. The service actions restored the analyzer to expected operation. The root cause of the event is a combination of instrument malfunction and user error.